Manufacturer narrative:
Additional information: anterior sub-capsular cataract. Method: lens work order search, medical review. Results: visual inspection of the returned product found a small piece of one haptic torn off and missing. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. A work order search was performed and no similar complaint was found. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history; work order search, medical review and the evaluation of the returned product, the most probable cause of this event was inadequate vaulting secondary to a short lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in patient's left eye on (B)(6) 2013. Lens opacity was noted on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vault. No further information. See MFR #2023826-2014-00595 for right eye.

Manufacturer narrative:
(B)(4).